Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.072" x 0.303" was found to be broken off and was returned with the instrument. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the large suture cut needle driver instrument (part number: 471296-07, lot number: n11210510-0042) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument was used for 3 minutes. The instrument had 8 uses remaining out of 15 max tool uses. No image or video clip were provided from the reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large suture cut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure which was completed by using a backup instrument.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the tip of the large suture cut needle driver instrument broke and fell inside the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument and the procedure was completed with no other issues. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained additional information: the broken fragment was retrieved with a separate robotic instrument. Only one fragment fell inside the patient, and it was retrieved during the same procedure. No post-operative tests were performed. The instrument was inspected prior to use and no damages were noted. The instrument broke when the surgeon was attempting to grab the instrument to finish sewing. The surgeon did not notice any issues with the functionality of the instrument during the procedure and the instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon used the instrument for 1-2 minutes prior to breakage.